Event description:
It was reported that t:slim X2 pump battery would not charge and a power source alert was noted around the time the issue began. There was no adverse impact to the customer's blood glucose level. Issue occurred prior to contact with technical support and had resolved by the time of the call, pump did not shut down or lose ability to power on, and no changes were made to charging supplies as pump eventually began charging with no further assistance required.